Event description:
The following information was provided by the affiliate: a cypher 3.5 x 23mm stent was implanted at the proximal right coronary artery to "open the vessel." There was 75% stenosis. The physician was unable to place a second cypher (3.0 x 18mm) stent in the intended target lesion. The device was removed and a ottimo 2.0 x 20mm (japan lifeline) balloon was used to pre-dilate. Then the physician attempted to deliver the same cypher again but was not successful. The physician was removing the device so he could balloon again, when the proximal end of the device became "hooked" on the distal end of the first stent. However, the physician managed to remove the device without dislodging the stent. Once removed, the physician noted that the proximal end of the stent struts appeared to be "crushed".